Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse verified that the top seal of the cuvette was not sealing. The cse replaced the seal head assembly, top assembly, motor cuvette drive, and solenoid vessel assembly. The cse performed alignments and made 100 cuvettes successfully. The cse cleaned windows and ran system check and quality controls, which were acceptable. Additionally, as per dimension exl with lm operator's guide, "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures." The cause of the fluid splattering into the operator's eye was due to failure to wear proper personal protective equipment by the operator and the top seal failure. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer contacted a siemens customer care center. The operator of a dimension exl with lm instrument was emptying the cuvette waste bin when the biohazard waste from the cuvette was splattered into his eye. The top seal failure caused the fluid to accumulate into the cuvette waste bin. The operator was not wearing personal protective equipment. The operator visited his eye doctor to receive the treatment, however, the treatment provided is unknown. The operator is fine and has not reported health issues related to the incident.